Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 7:00 or 8:00pm, the patient reported testing on his lfs meter and obtained a result of ''300 mg/dl.'' The patient reported managing his diabetes with oral medications including glucophage 500mg and actos 15mg. The patient reported taking an extra dose of oral medications on (B)(6) 2012 at 8:30pm in response to the high reading. On (B)(6) 2012 at 8:00pm, the patient reported testing on his wife's onetouch ultra2 meter and obtained a result of ''77mg/dl.'' The patient reported taking his oral medications as usual. However, on (B)(6) 2012, 30 minutes after the alleged start of the issue, the patient reported feeling "shaky and sweaty." The patient did not report any self treatment or intervention from a 3rd party in response to the symptoms. At the time of troubleshooting, the cca confirmed the patient's test strips were in good condition. However, a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient obtained an inaccurately high reading, increased his dose of oral medications and subsequently developed symptoms suggestive of hypoglycemia after the alleged issue began. The patient performed a meter vs. Another meter where the time elapsed in between results does not meet lfs' criteria for accuracy reporting.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.